Event description:
It was reported the epg (external pulse generator) is hanging after switching-off, not possible to switch-on again; need to remove the battery and fix it again to switch it on. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the device turned on directly after inserting the battery, without pressing the on key. After switching off, the 3 leds (light emitting diodes) remain on. It was noted the main cover was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.